Manufacturer narrative:
Block a2: date of birth: it was reported that the date of birth was (B)(6) 1967. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: the returned resolution clip was analyzed, and a visual evaluation noted that the device returned with the clip assembly stuck into the bushing, and the outer sheath did not return. Microscopic inspection was performed; however, no activations were performed. No other problems with the device were noted. The reported events of clip unable to release from catheter was confirmed. Upon analysis, tit was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction. With all available information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure for bleeding, performed on (B)(6) 2025. During the procedure, the clamp head of the handle could not be released after being pushed and pulled multiple times. The procedure was completed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure for bleeding, performed on (B)(6) 2025. During the procedure, the clamp head of the handle could not be released after being pushed and pulled multiple times. The procedure was completed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block a2: date of birth: it was reported that the date of birth was (B)(6) 1967. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.